Manufacturer narrative:
(B)(4). The device was returned and the reported symptom, that the pump alarms falsely for upstream occlusion, was confirmed. The pump was not within specification in relation to this symptom. The upstream sensor was found to be unresponsive during testing. Further evaluation found evidence of a possible fluid intrusion in the area of the sensor as evident by dried solution found on the sensor and the front panel after it was removed. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump alarms for upstream occlusion when no occlusion is present. It was also reported that there was no pt injury.